Manufacturer narrative:
Per tandem user guide: the infusion set should be changed every 48-72 hours, per guidance from the customer's healthcare provider. Additionally, change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: ensure you first fill syringe with insulin before removing air from cartridge. Removing excess air can affect pressurization and affect how the pump delivers insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported changing pump supplies every 3-4 days and removing excess air from the cartridge while performing the air removal step. Customer was instructed to change pump supplies every 2-3 days and was educated on the proper air removal process per the user guide. Customer changed pump supplies to address the issue and successfully resumed insulin delivery. There was no reported adverse impact.